Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes leaked water while pulling up "api" from a vial. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "when pulling up api from a vial into the syringe, water ran down the pestle. With other syringe and same vial and same chemfort adaptor the problem did not occur. So the fault is probably in the syringe.".

Manufacturer narrative:
H.6. Investigation: a total of three samples of lot 2010091 were returned to our quality team for investigation, two associated with another complaint. Through visual inspection, a leakage past the stopper ribs was observed in both samples. One sample was indicated to be chemo contaminated and could only undergo a visual evaluation. There was no visible damage or molding defects noted in the plunger rod or other components that could have contributed to the leakage observed. The second product was further evaluated and damage was observed on the syringe barrel which can result in a leakage when using the product . A device history review was performed for the lot 2010091, no deviations or non-conformances were identified during the manufacturing process, however, a daily incident report did identify an issue of barrels jamming within the assembly machine which could have contributed to the damage observed on the one barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness testing to verify the stopper seal. Results were reviewed for the lot 2010091 and no issues were identified. Based on our quality team's investigation and sample evaluation, it appears the one leak was related to the damage on the barrel which likely occurred during manufacturing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes leaked water while pulling up "api" from a vial. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "when pulling up api from a vial into the syringe, water ran down the pestle. With other syringe and same vial and same chemfort adaptor the problem did not occur. So the fault is probably in the syringe."